Event description:
The customer reported 100mls of heparin infused instead of the intended 7mls. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A f/up report will be submitted with investigation results should the devices be received for evaluation.